Event description:
The surgeon implanted a surgimesh wn tealfil-8, using the plug portion only, to repair the patient's right inguinal hernia on (B)(6) 2016. The wn tealfil-8 was taken from a sterile package in the operating field. Antibiotics were initiated for the patient on (B)(6) 2017 due to a developing infection. On (B)(6) 2017 the surgeon explored the patient's rih repair to clean-up the patient's wound site. Subsequently the surgeon removed the mesh on (B)(6) 2017. This case is one (1) of five (5) removals for infection out of approximately 530 open inguinal repairs (<1% infection rate) done by the surgeon using the wn tealfil-8 mesh.